Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse checked the flow rate, which was within specifications. The cse replaced the drain valve and performed quality control (qc), which was in range. The cse performed a 15 cup precision study, resulting in range. The cause of the discordant, falsely depressed sodium (na) and potassium (k) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) and potassium (k) results were obtained on two patient samples on a dimension exl with lm instrument. The initial results were reported out to the physician(s), which were questioned. The same samples were repeated on an alternate dimension exl instrument, resulting higher. Corrected reports were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed sodium (na) and potassium (k) results.